Event description:
It was reported that the pt underwent a mini-invasive spinal reduction procedure to implant instrumentation at l3 to s1 following a 2 level xlif at l3-l4 and l4-l5. The pre-op films reportedly show a small deformity. The pt was not seem to be hyper lordotic. During the rod insertion and reduction on the left side, the l3 extender popped off and its inner sleeve was bent. The l5 extender popped off and the outer sleeve appeared cracked. The l5 extender was replaced. The amount of lordosis in the rod had to be decreased. The extenders popped off 1 more time on l3, the procedure had to be start over. Finally, all extenders could be reduced 1mm at a time and then able to place set screws on the top of the rod and the construct would be locked down. From beginning to end the procedure took almost 6 hours.

Manufacturer narrative:
(B)(4): visual examination confirmed the lateral guiding flange is cracked. Visual examination of the fracture suggests that it may have initiated at the bottom corner of the flange and propagated along the edges. The cracking is consistent with over-loading of the lateral guiding flange, possibly during the aggressive extender release techniques which may have contributed to the foregoing bent inner sleeves. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.